Event description:
Issue #1 failure to generate reports [redacted name] heart and vascular (hvc) remote patient monitoring (rpm) team follows a total of 7674 active patients with cardiac implanted electronic devices (cieds), consisting of pacemakers, implantable cardioverter-defibrillator (icds) and implantable loop recorders (ilrs). 1058 of these patients have ilrs, of which 99% are medtronic devices. Unlike pacers and icds, which deliver therapy to the patient, the sole purpose of the ilr device is to monitor patients. Patient monitoring occurs initially through a vendor run website. Medtronic uses a system it calls ¿carelink¿. Carelink provides monitoring information about the devices to our clinics. They provide the information in two ways. Firstly, they provide monthly reports for each patient. In addition, they provide more immediate information should a patient develop a symptom or should the device find an abnormal reading (i.e., a significant pause, ventricular tachycardia, atrial fibrillation). These alerts are provided on a daily basis. [Redacted name] contacts all patients who send a transmission due to a symptom, to further assess these patients. [Redacted name] has set up alert parameters based on vendor recommendation but have turned all patient activated alerts on, so that we can call and assess patients whether there is an associated arrhythmia or not. When a patient undergoes ilr implant, we immediately have the patient send a ¿symptom transmission¿, to be sure that the system is functioning properly. Once we have confirmed ¿connectivity¿, the patient is enrolled in our remote monitoring clinic and educated on the system and how to stay ¿connected¿. Ensuring that the patients remain connected to our clinic is a major initiative of our clinic. As long as a patient is connected, all alerts (either patient symptoms or automatically detected arrhythmias) are transmitted to carelink and generate a report once daily (early morning). These reports are not generated in ¿real time¿. The clinic staff reviews these alerts daily and contacts all symptomatic patients as appropriate. In addition, medtronic ilrs generate a monthly report (a ¿summary report¿). This report summarizes all activity for the previous month (battery status, arrhythmias detected, symptoms). This report is also reviewed by the clinic staff. Based on the [redacted name] workflow, there should never be an alert that appears on the monthly report that was not previously reported as a ¿daily alert¿. Over the last several months, the remote monitoring staff has begun to see alerts appear on the monthly report that had not been reported previously, as a daily alert. Issue #2 failed export transmissions: [redacted name] has entered into a contractual agreement with a third party vendor, 91life. The basic concept of the contract is that we give 91life permission to enter all of our vendor websites (primarily medtronic, boston scientific and abbott). Using shared technology, 91life is able to collect the information from the vendors about our patients and generate a universal report for each patient. By reviewing this report, we are able to more efficiently care for our patients. This system has greatly streamlined our operations and improved patient care. Since the inception of the project, in 2019, [redacted name] has struggled with ¿failed exports¿. In a failed export, the data would not automatically travel from the vendor to 91, as designed. This has only occurred with medtronic carelink. No other vendors have suffered a similar difficulty with 91. When a failed report occurs, we have created a backup procedure (using [redacted name] staff) to make sure that no data fails to get from carelink to 91life. It has been a longstanding issue, solely with medtronic. As an example, one of these reports demonstrated a significant pause. We did pick up the issue, but there was a delay in care, due largely to the failed export. To date, we have adjudicated approximately 2,500 failed transmissions. There have been 2,494 medtronic transmissions within [redacted name] -hvc that were manually downloaded from the manufacturer portal. For one location, there were 435 failed medtronic exports requiring manual download from going directly into the medtronic carelink system. Manufacturer response for "implantable" loop recorders, lnq22 linq ii (per site reporter) have been working with them on a monthly (or more often) basis to address the problems.